Event description:
It was reported that the lead was difficult to place. It was noted that it appeared that the lead did not move freely within the patient anatomy, the lead stretched and the stylets bent during manipulation. During further attempts to place and outside the body the helix would not fully extend, eventually not moving at all with more than twenty turns. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.